Event description:
Customer reports one incident of a pt reaction on use #3 during pt treatment. Pt complained of shortness of breath, back pain, tightness in the chest and was diaphoretic 2 hours into the treatment. Treatment was stopped and the pt's blood was returned. Nitro 1:150th x 2 was administered orally for chest pain. Solumedrol 125mg was administered intravenously, 5ml of epinephrine 1:10,000 was administered intravenously and oxygen (7 l per mask) was administered. Pt was admitted to ICU where pt was subsequently dialyzed on an ambio dialyzer without further incident. Pt's symptoms resolved and pt has returned to their routine dialysis schedule.